Event description:
It was reported, that during an in-clinic follow-up. The right ventricular (rv) lead exhibited episodes of r-wave amplitude variation, high pacing impedance and high defib impedance. X-ray imaging was performed and revealed, a dislodgement of the rv lead. The lead was attempted to be repositioned. And it was noted, that the helix was unable to be retracted. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing impedance, high defib impedance, and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations found the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported events of high pacing impedance, high defib impedance and dislodgement were not confirmed. Electrical testing was normal. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and over torque of the inner coil.

Manufacturer narrative:
H6- investigation conclusion code should be "61 - unintended use error caused or contributed to event" rather than "4315 - cause not established".